Event description:
Information was received from a prospective patient. The prospective patient reported that they talked with someone who had gotten an implant and a day later did something that caused damage to it. The prospective patient did not know the name of the patient or the date when they talked to them. It was indicated that the prospective patient had no additional information to provide. No further complications were reported or were expected.